Manufacturer narrative:
This product is not marketed in the u.s. Off-label use [under 21 years of age at time of implant (20 yrs), anterior endothelium chamber depth < 3.0mm (2.99mm)]. (B)(4).

Event description:
The reporter stated that the surgeon implanted a vticm5_13.2 diopter -10.5/+2.0/091 diopter into the patient's right eye (od) on (B)(6) 2017. On the same date, intraoperatively, the lens was exchanged with a smaller, different diopter lens due to excessive vault. The lens exchange resolved the problem.

Manufacturer narrative:
Lens was exchanged for a smaller, similar diopter lens. Device evaluation: product evaluation found lens returned dry in a micro centrifuge vial. Visual inspection found haptic torn/bent and a piece of the haptic missing. Claim#: (B)(4).